Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter, (B)(4) no longer applies.

Event description:
Additional information was received from a healthcare professional. The patient's pertinent medical history status post (s/p) includes cervical laminectomy in the past for cervical myelopathy. It was clarified that the report that the pump was not working, did not appear to be device related and was possible spinal pathology. The patient's symptoms did not improve after pump implant. Troubleshooting included assessing the side port access with a contrast study. There was no cerebrospinal fluid (csf). A surgical explant was done. There was csf at implant. The additional information received was partially illegible, further follow-up was performed to clarify the troubleshooting and cause. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity. It was reported that the pump was not working and a surgery was scheduled for (B)(6) 2016 to repair. The onset, drug information, clarification on the device issue, the symptoms the patient experienced, troubleshooting, actions/interventions and cause were requested regarding this event. If additional information is received, a follow-up report will be sent.